Manufacturer narrative:
Concomitant device: 8229707: emg tube 8229707, nim trivantage 7.0mm ID, lot 0211325416 manufactured: 05/25/2016, use before: 05/24/2020. Product evaluation: analysis results not available; devices not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "the customer mentions that they had an issue with the balloon of the emg tube. The balloon was deflating many times during the surgery. They made some test with a manometer to check the pressure and every 5 minutes the balloon was deflated." The patient was reintubated with a second tube at some point, but information regarding why they were reintubated was not available. There was no patient injury.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.